Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B)(6) 2008. A cataract was first noted at a post-op visit in (B)(6) 2011 and the patient was complaining of blurry vision. The icl was explanted on (B)(6) 2011 with no patient injury. The cataract was removed and an iol was implanted. The reporter stated the icl had a good vault.

Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method -(B)(4): medical review. Results - (B)(4): medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) clinical trials, approximately (B)(4) of eyes developed anterior subcapsular opacities at (B)(4) implantation, but only (B)(4) progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. (B)(4).